Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Any concurrent procedure/device implantation? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Product lot # of the suture. Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Event related to vicryl suture reported via mw # 2210968-2021-11136.

Event description:
It was reported that a patient underwent a laparoscopic apical colpopexy on (B)(6) 2020 and the mesh was implanted. It was reported that during surgery the doctor observed fibrosis around bladder transition toward vagina. It was reported that during tissue dissection, the doctor made a 2cm large hole in the vagina and used suture in two layers for closing the hole. It was also reported that the doctor could not loosen the bladder without a high risk of bladder lesion, but the operation was proceeded as uncomplicated. It was reported that the patient had a three-moth check up visit on an unknown date in (B)(6) 2021, and the patient still had prolapsed genes. It was reported that upon gynecological examination, the doctor saw a 5x5mm mesh erosion in the vaginal top/womb and cut and removed a few millimeters of mesh erosion. It was also reported that a transvaginal ultrasound scan found the mesh was smooth around the vagina tube. Additional information was requested.